Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was not determined since issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported patient was placed on impella 5.5 for hemodynamic support. While on support a placement signal drop and return was noted. Unit swapped consoles as they were worried about failure.